Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device resulting in the difficulty to insert clinical observations. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited difficulty being inserting into the header of the implantable cardioverter defibrillator, during a changeout procedure. Sterile water was utilized which did not solve the issue. Then, medical sterile oil was applied in which the rv lead was successfully placed. It was noted that normal measurements were observed afterwards. The lead remains in service. No adverse patient effects were reported.